Manufacturer narrative:
During a total hip surgical procedure, the cautery tip broke and fell into the surgical site. The tip was retrieved without further incident and no patient injury resulted. No additional intervention was indicated. It is not known if the cautery tip was manipulated in any way prior to or during use. The tip is manufactured by bovie medical. They will be notified of this incident.

Event description:
The cautery tip broke and fell into the surgical site.